Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site (described by the patient as heating and burning sensation) following getting a new mattress with magnets in it. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient also experienced the ipg turning off randomly which was attributed to the magnetic mattress as well. The patient got rid of the magnetic mattress and is receiving effective stimulation. No further intervention is planned.